Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown, but supplemental information in the form of part and lot numbers for some components was received. The device history records for the femoral component, patellar component, articular surface and stem extension were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The lot number of the tibial component is unknown; therefore the device history record could not be reviewed and a product history search for related complaints could not be conducted. Review of the compatibility matrix identified that all the components are compatible. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of the products. A definitive root cause cannot be determined with the information provided.